Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was becoming progressively difficult to press. Customer stated the button was still functional but she had to press it 10 times and apply a lot of force with 2 hands for display to activate. Customer¿s blood glucose was between 54-500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.